Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.